Event description:
Customer was hospitalized for high blood glucose levels. Customer changed the infusion set two days prior to hospitalization. Customer did not change the infusion set, when she began experiencing high blood glucose levels. Troubleshooting was performed and insulin pump passed all tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.